Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: acute leaflet dysfunction in contemporary transcatheter heart valves. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "acute leaflet dysfunction in contemporary transcatheter heart valves", was reviewed. This article presented a case study of an 82-year-old female patient. A 25mm navitor transcatheter aortic valve was selected for implant on an unknown date. The device was implanted. Post-implant a perivalvular leak (pvl) was present. Post-dilation was performed with a 22mm balloon, however the leak persisted. Several hours post-procedure the patient clinically declined. Transesophageal echocardiogram (tee) and computed tomography (CT) confirmed a leaflet prolapse. A 23mm sapien 3 ultra resilia was implanted valve-in-valve, resulting in immediate hemodynamic recovery and no residual regurgitation. [The primary and corresponding author was david meier, cardiology department, lausanne university hospital and university of lausanne, lausanne, switzerland, with corresponding e-mail: david.meier@chuv.ch.].

Event description:
The article, "acute leaflet dysfunction in contemporary transcatheter heart valves", was reviewed. This article presented a case study of an 82-year-old female patient. A 25mm navitor transcatheter aortic valve was selected for implant on an unknown date. The device was implanted. Post-implant a perivalvular leak (pvl) was present. Post-dilation was performed with a 22mm balloon, however the leak persisted. Several hours post-procedure the patient clinically declined. Transesophageal echocardiogram (tee) and computed tomography (CT) confirmed a leaflet prolapse. A 23mm sapien 3 ultra resilia was implanted valve-in-valve, resulting in immediate hemodynamic recovery and no residual regurgitation. [The primary and corresponding author was david meier, cardiology department, lausanne university hospital and university of lausanne, lausanne, switzerland, with corresponding e-mail: david.meier@chuv.ch.].

Manufacturer narrative:
As reported in a research article, acute leaflet dysfunction in contemporary transcatheter heart valves. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incidents may be associated with the patient¿s underlying comorbidities, including heavy calcification; however, the exact cause cannot be determined. The reported interventions were result of case specific circumstances, as post-implant valvuloplasty subsequently valve-in-valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: acute leaflet dysfunction in contemporary transcatheter heart valves. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.